Event description:
Hamilton medical ag received the following event description: during ventilation, the device alarms with tf9950.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: "the watchdog detected that a process does not exist or reacted too late.tf 9901 tf 9902 tf 9904 to 9939 tf 9950 to tf9956". It was mentioned to be during ventilation of a patient but no harm was indicated. A defective component was assessed as root cause.